Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer rails had failed, retractor band was broke. The field service engineer replaced rails, module controller and drawer controller and drawer to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer was failed. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.